Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the drill bit was stuck inside the drill guide of the dynanite¿ nitinol staple implant system, 9w x 10l. The drill guide broke off the drill guide. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misaligned insertion; and prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2/8/2024, it was reported by a sales representative via phone that an ar-8717ds-0910 dynanite nitinol staple implant system drill guide got stuck in the guide. The case was completed using another ar-8717ds-0910 from a different lot with no issues. No pieces broke inside the patient, and no case delay was reported. This was discovered during an akin osteotomy procedure on (B)(6) 2024, with no reported patient harm.